Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3012447612-2017-00679.

Event description:
It was reported that a revision surgery was performed to address two rods which broke post-op. The rods were removed and replaced with alternative rods. This is report two of two for this event.